Manufacturer narrative:
Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-apr-2024, , the patient reported that the infusion set cannula was kinked, with 4 sets of infusion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.